Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia and diabetic ketoacidosis. H6 codes: health effect - clinical code - e2304 chills.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2023. The patient had inaccurate cgm readings 5 days after the sensor was inserted into the abdomen. On (B)(6) 2023, the patient was experiencing nausea, vomiting, a fever, and chills. There were no cgm/bg comparison values provided at this time. The patient was brought to the emergency room (ER) by her child. At the ER, the patient¿s cgm was reading 220 mg/dl and the bg meter reading was 397 mg/dl. The patient was diagnosed with diabetic ketoacidosis. The patient was treated with IV insulin and sodium. The patient was still in the hospital and recovering at the time of the report. Attempts to reach the patient for follow-up information were unsuccessful. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the b zone of the parkes error grid. The data investigation found a difference in values that fall within the c zone of the parkes error grid. No additional patient or event information is available.